Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse confirmed the leak. Fse replaced the tubing assembly to resolve the issue. Fse performed alignments, calibrated, and verified instrument. (B)(4).

Event description:
A customer reported to beckman coulter (bec) customer technical support (cts) that their unicel dxc 600pro synchron system leaked fluid from reagent probe a. The customer stated the leak was contained to the instrument and described the volume of the leak as approximately 2-3 milliliters. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated. The issue was referred to a bec field service engineer (fse).